Event description:
Additional manufacturer follow-up revealed the reporter does not feel the patient¿s sleep apnea is related to the vns.

Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns patient had sleep apnea. Attempts for additional information are in progress.